Manufacturer narrative:
Investigation summary: the event unit was returned for investigation. Upon visual inspection, engineering observed eschar buildup in the blade channel. Additionally, the device key, that connects the handpiece to the voyant® electrosurgical generator, was cut off and returned separately. Engineering analyzed the device activation logs by extracting the logs from a microchip in the device key. The device activation logs showed 45 activations. Of these, 15 recorded "reactivate switch released" entries, which indicate premature release of the fuse button that can result in insufficient hemostasis. Although the device cord was cut, engineering was able to reconnect the device key to the handpiece to perform functional testing. Functional testing confirmed that the device performed as intended. The root cause of the event could not be confirmed as the device met its intended function. The voyant instructions for use (IFU) instructs the user to "press and hold the fuse button. While energy is being delivered, an activation tone will sound. When the seal cycle is complete, an end tone will sound and the generator will automatically stop delivering energy. Release the fuse button when the seal cycle is complete." Releasing the fuse button before the seal cycle is complete will result in an error and interruption of energy output, a safety feature by design. The IFU also states, "do not attempt to seal vessels greater than 7 mm in diameter with this device." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. Additional information requested and received.

Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Pelvectomy- "this is the 2nd eb040 device of the pelvectomy procedure. Customer feels the device did not seal the mesenteric vessel." Additional information received from cd team on 30 jan 2017: roughly 40 activations. The surgeon clamped on mesenteric tissue with mesenteric vessels in it. The vessels were not skeletonized. Blood was seen coming from the seal edges and the surgeon solved it by using sutures and ties. Own observation: the tissue bundle with the vessel(s) in it seemed to be thicker than 7 mm. The nurse cut the cord of the device key because the cord was attached to the patient's drapes and in order to remove the device from the operating theater without cutting the cord the drapes would have to be removed from the patient during surgery and that is something that the surgical team wanted to avoid. Albeit that, both the device key and the device are being returned. Patient status: no patient injury.